Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible under delivery. Customer stated insulin pump still had 116 units left of insulin on the reservoir. Customer¿s blood glucose level was 310 mg/dl. Customer treated with manual injection and insulin pen for high blood glucose. The insulin pump will not be returned for analysis.